Manufacturer narrative:
As reported, the extended insufflation of the abdomen and anesthesia prolongation was required medical intervention to prevent the need for the transition to an open procedure (surgical intervention). The reported condition rendered the device unusable. Typically, switching to an alternative device could result in a inconsequential delay while the device is exchanged. The regional geography (iran) may have contributed to the lack of additional mechanical fixation on hand. Recurrence of the malfunction resulting in an extended prolongation is not likely to present in the USA. The likelihood that the malfunction would result in a similar extended prolongation of insufflation / anesthesia leading to a death or serious injury is remote. A review of the manufacturing records was performed and found that the lot was manufactured to specification. The device was discarded by the user and not returned for evaluation. Review of the DHR showed component acceptability and traceability were confirmed through incoming inspection records for traceable components used. All process steps were completed per manufacturing procedures and met specification. Lot qty. (B)(4) units. There have been no other complaints reported for this lot to date. Not available for evaluation.

Event description:
It was reported that during a laparoscopic ventral repair while deploying the device into abdominal soft tissue, the optifix device jammed and would not deploy fasteners. As there were no other fixation devices available in stock with the mesh deployed, the surgeon did not want to switch to an open procedure to complete fixation. The anesthesia time was extended to almost one hour, until an alternative device was obtained (new optifix). There was no injury or impact to the patient as a result of the problem experienced.